Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 4.0 pounds due to faulty force sensor system. The pump was programmed with boluses and monitored. The boluses were delivered completely and were properly recorded. The pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that she changed out her site and the pump alarmed compromised force sensor system. The customer was advised to clear the alarm with the escape and act buttons. The customer will be sent a replacement pump.